Event description:
The customer states that the beckman coulter lh500 instrument generated erroneous high platelet results on 3 patient specimens. The instrument generated r flags for the platelet parameter results. After review of patient data provided, the second patient rerun rbc and mcv results did not compare to initial run. Without instrument generated flags. Erroneous results were reported out. Per customer, there was no affect to patient treatment. The same specimens were rerun on the same lh500 instrument and recovered lower platelet results which the customer considered correct. Corrected reports were sent out. The field service engineer (fse) confirmed electronic noise. He replaced the rbc and wbc count chambers. He then ran controls to observe histogram results. The spike on plt histogram was still present. He replaced the rbc aperture housing and rbc bath. The fse reran 5c controls to observe plt histogram. The spike on plt histogram was minimal. The fse verified the instruments operation. While onsite the fse noticed that the instrument needle was leaking diluent and clenz reagents. He replaced the needle cartridge. No exposure to the leak and no patient results were affected. A second type 1 cf will be generated to document the needle spill ((B)(4)). The root cause for the erroneous high platelet results is due to hardware that was replaced during instrument servicing for this cf event. However, the instrument did generated r flags that alert the operator to further investigate the specimen. Per labeling: there may be situations where the presence of a rare event cell may fail to trigger a suspect message. System sensitivity increases when appropriately set suspect messages are used in combination with laboratory-defined definitive messages, action value flags, and critical value flags. In addition, complete review of the peripheral smear, regardless of the nature of the flag, code, or message, will minimize false negatives. Known interferences for plt: very small red blood cells near the upper threshold, cell fragments, clumped platelets as with oxalate or heparin, platelet fragments, or cellular debris near the lower platelet threshold. Giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments.